Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an operation to implant in-space implants, two screwdrivers, an implant holder and two torque limiters did not function properly. No patient adverse consequences have been reported. The procedure was prolonged for about twenty-five minutes. This is report 1 of 5 for com-(B)(4).

Manufacturer narrative:
A pd event evaluation was conducted. The report indicates that the instruments work as intended. The returned implants seem to have failed to deploy the wings except for one of size 12 which was deployed ex-situ (as seen on the video sent in with the returned devices) but wings could not be retracted due to handling issues. Implants were dismantled in order to investigate surface roughness of the wires which may have an impact on wing deployment. Surface roughness was found to be in spec. No design related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.